Event description:
New information on (B)(6) 2018 stated that the right ventricular lead was explanted on (B)(6) 2018. The patient did not experience any complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review, the right ventricular lead exhibited high impedance values. The patient would continue to be monitored.